Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) and would no longer power on. There was no patient use associated with the reported issue.

Manufacturer narrative:
The customer requested that their device be returned to them, unrepaired and was no longer interested in pursuing any repair/replacement options. The third party service agent, who had initially received the device and performed an initial evaluation, has returned the device to the customer. The device has not been returned to physio-control. The cause of the reported issue could not be determined.